Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware or reagent preparation issues, concluding the samples were likely low-target. Ts informed customer that samples are only discrepant if the retest is from the same aliquot. Hologic product applications specialist (pas) reviewed logs and agreed with ts's review; the samples could not be compared since they were different aliquots. A letter was sent to customer per their request. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 290566 on panther instrument sn (B)(4) which had two discrepant samples. Customer noticed several positive samples in a row and retested five of them using fresh aliquots, then new aliquots of those samples; two samples did not repeat. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The first test results were reported out with no associated/reported adverse events.